Event description:
A caller reported an issue where the t:slim x2 pump battery was not charging. After troubleshooting steps, it was determined that using a different charging cable resolved the problem, allowing the pump to begin charging. There was no adverse impact to the customer's blood glucose level. No further assistance was required following this resolution.